Manufacturer narrative:
Attempts have been made to obtain additional information. At this time, additional information has not been received. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A site representative reported a patient experienced negative pressure loss during lasik procedure. The patient interface was replaced and the surgery was completed with no further complications. No patient harm was reported. No further information is expected.